Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25 may 2020: lot 165409: (B)(4) items manufactured and released on 02-oct-2016. Expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Additional items involved in the event, batch review performed on 25 may 2020: cup: versafitcup cc trio 01.26.45.1148 acetabular shell cc trio no-hole 48 (k122911) lot. 166745. Lot 166745: (B)(4) items manufactured and released on 06-feb-2017. Expiration date: 2022-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Stem: quadra-c 01.12.042 cemented, mirror polishing std stem size 2 12/14 (k083558) lot. 168424 lot 168424: (B)(4) items manufactured and released on 05-apr-2017. Expiration date: 2022-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Implants from ceramtec 38.49.7175.455.00 biolox delta ceramic ball head 12/14 28 size m 0 lot. 7011108288 (item not registered in USA, we have asked the batch review to the external supplier).

Event description:
The surgeon discovered an infection 3 years after the primary surgery (the pathogen is unknown) and decided to remove all implants.

Manufacturer narrative:
On 16th of june 2020 the external supplier performed the batch review of the item reference 38.49.7175.455.00 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 7011108288 (item not registered in USA). The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation.